Event description:
It was reported that this pacemaker with this non boston scientific right atrial (ra) lead exhibited a lead safety switch (lss), followed by an alert for right atrial auto threshold (raat) test failure. Boston scientific technical services (ts) identified abrupt impedance increases in the atrial lead since (B)(6) 2023, likely due to a spring contact issue. Inappropriate mode switches due to myopotential oversensing have occurred since the lss event. The raat test failed due to an incompatible mode. Further testing in both bipolar and unipolar configurations is recommended. The patient will be evaluated in the clinic next week. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker with this non-boston scientific right atrial (ra) lead exhibited a lead safety switch (lss), followed by an alert for right atrial auto threshold (raat) test failure. Boston scientific technical services (ts) identified abrupt impedance increases in the atrial lead since (B)(6) 2023, likely due to a spring contact issue. Inappropriate mode switches due to myopotential oversensing have occurred since the lss event. The raat test failed due to an incompatible mode. Further testing in both bipolar and unipolar configurations is recommended. The patient will be evaluated in the clinic next week. No additional adverse patient effects were reported. This device remains in service.